Event description:
It has been reported to us that the aspiration catheter wire lumen became torn during the procedure. The physician inserted the aspiration catheter over the guide wire into the guide catheter. The physician was advancing the aspiration catheter forward through the guide catheter and felt resistance. The physician was unable to aspirate the vessel. The physician removed the aspiration catheter from the pt and noticed that the wire lumen on the catheter was torn. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.